Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with sling procedure, combined anterior and posterior repair, extra peritoneal colpopexy, and cystoscopy due to vaginal prolapse, midline cystocele, rectocele, and mixed urinary incontinence. The patient experienced pain, erosion, extrusion, recurrence, bleeding, urinary/bowel problems, and dyspareunia. It was reported that patient underwent partial excision of vaginal mesh revision on (B)(6) 2012 due to mesh complication. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.